Event description:
The manufacturer service technician reported that the safety bar was stuck in run mode, no run-on was observed, while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Update: d9, h3, h6: device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the safety bar was stuck in run mode, no run-on was observed, while it was being serviced at the user facility. There were no adverse consequences related to this event.